Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the item was opened (box reads sz 5 affixium 1506-21-005) lot??? The sticker inside box reads sz 6 (1506-21-006) lot ja06a0954.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that item opened (box reads sz 5 affixium 1506-21-005) sticker inside box reads sz 6 (1506-21-006) lot ja06a0954. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the label corresponding to size 6 was mistakenly placed on the package of the attune fb tib base sz 5 por. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune fb tib base sz 5 por would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. However, a nr has been initiated to address the current complaint issue.